Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing on the right ventricular lead which led to pacing inhibition. The physician was unable to place an new lead, due to difficulty inserting the guidewire in the vein, and opted to switch the pace/sense portions of the right and left ventricular leads in the device header.